Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent inaccurate fill estimates occurred. Customer used 200 units of room temperature insulin in the cartridge and appropriately removed air from the cartridge. Contact could not provide further information. There was no reported impact to customer's blood glucose. Tandem technical support performed a pump system check, no pump issues were identified. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.